Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 117 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported the pt presented with abdominal pain, and the CT demonstrated that there was a contained rupture with a junctional type iii endoleak between the ipsilateral iliac limb (MFR report # 2953200-2010-01353) and the extension cuff. At the time of the event, disease progression was noted, specifically that the diameter of the iliac artery was currently larger than as seen on previous films. The physician elected to intervene by placing an aneurx limb, which successfully resolved the type iii endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation results: endoleak; disease progression, dilated iliac artery. Conclusion: disease progression, dilated iliac artery.